Event description:
Drug/diluent: unk - anp. Fill volume: 89 ml. Flow rate: 0.5 m/hr. Procedure: unk - anp. Cathplace: unk - anp. Fast flow, emptied itself in 5.5 days instead of 7 days. Date/time pump was filled: (B)(6) 2013 (no time reported). Date/time of infusion: (B)(6) 2013 (no time reported). End date/time of infusion: (B)(6) 2013 (no time reported). Date/time incident/defect was noticed: (B)(6) 2013 (no time reported). No adverse events or medical intervention.

Manufacturer narrative:
Method: the device has been returned for an eval and investigation. A visual inspection was performed on the unit. As the lot number was reported the device history record (DHR) review is in progress. Result: at this time the eval is still in progress. Conclusions: the eval and investigation are still in progress. Once the investigation has been completed, a f/u report will be filed. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.